Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had post operative bleeding following a laparoscopic bariatric bypass. A clinical intervention was done to prevent permanent impairment.